Event description:
During baxter's functionality testing, a spectrum pump had constant downstream occlusion alarms. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The false downstream occlusion alarms were confirmed through baxter's functionality testing. Further evaluation could not reproduce this condition, however the signal readings from the downstream sensor were above specification with a loaded set, causing the false alarms. The unit was reworked per baxter's service procedure.